Manufacturer narrative:
Product analysis: it was determined at analysis that extensive corrosion was found inside the device, rendering it damaged beyond economical repair. This device must be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.